Event description:
It was reported that the patient presented in the clinic for follow up. During device interrogation, it was noted that the right ventricular (rv) lead exhibited external noise. Programming changes were made. The patient was in stable condition.